Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of faded depth markers is inconclusive due to the state of the returned sample. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed the device implanted in the patient's arm. The markings could not be observed in the returned photograph. The orientation of the molded joint could not be discerned due to it being covered by the dressing. Therefore, the orientation of the markings could not be discerned from the photograph. It is unclear whether the depth markers could not be observed because of the orientation of the catheter or the alleged fading of the markers. Approximately one centimeter of the catheter was observed outside of the patient's arm, which would indicate approximately one catheter marking outside the patient. No discoloration of the catheter was observed. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer "PICC markings rubbing off over time. Chloraprep used to clean site during dressing changes." Additional information received: it was reported by the customer "all the markings that were rubbed off were below the level of the dressing. PICC is still in situ but if more markings rub off it will need to be replaced."